Manufacturer narrative:
This report is submitted on jun 5, 2023.

Event description:
Per the clinic, the patient experienced an infection/abscess/pus at the implant site which was treated with oral and IV antibiotics. The patient was hospitalised. There were 2 x revision surgeries to attempt to clear the infection. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient once the infection clears.